Event description:
The advocate stated the customer's blood glucose readings had been higher than usual. She also alleged the customer received a control test result of 400 mg/dl. The normal control range was 106-147 mg/dl. The caller did not have the normal control solution at the time of the call, so further troubleshooting was not possible. The advocate was advised to return the test strips for eval. Replacement test strips were sent to the customer.